Event description:
Spirit combo insulin pump user reduced her basal rate due to continued low blood glucose levels. She went to bed (B)(6) 2014 with reading of 5.4 mmol/l and was awakened by her neighbor and some paramedics at between 4-5am the morning of (B)(6) 2014. She was unconscious and unresponsive. She was given glucogel by the neighbor while waiting for the paramedics to arrive. Paramedics treated with a sliding scale of glucose solution. Customer allegation is insulin over-delivery even on a reduced basal rate. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.